Event description:
Customer reported anode overheat message and a low ma error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a filament calibration. System operates as intended. (B) (4)